Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. On (B)(6) 2025, it was reported that the patient did not remember if the cgm was working fine or not prior to and during the incident. An unverified reporter mentioned that on the night of (B)(6) , she called the police to go to the patient's house as she could not get in touch with him. When the police arrived at the house, he was experiencing dka. The police called an ambulance to bring him to the hospital. While in the ambulance and when he arrived at the hospital, bg was checked and it showed 500mg/dl. He was placed in ICU and was released after. The reporter cannot confirm if the dexcom sensor was working fine during the medical intervention. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.